Event description:
This is a spontaneous case report received from a regulatory authority (case# FDA-2014-n-0736-1086) in united states on 01-sep-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) placed and has had the device removed. Reporter stated that she recently located someone that has had the device removed in her city. She was contacting her at the day of the post. This case has been identified during monitoring of postings an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and has had the device removed. This event, seen as medical device removal, is serious due to required intervention and listed in the reference safety information for essure. If, after essure insertion, removal of the micro-insert is necessary, surgery may be required. In this particular case, very limited information has been provided. Although the exact reason for essure removal was not specified, considering its nature; company considers a causal relationship between the reported event and essure use cannot be excluded and due to the implied intervention this case was considered an incident. No further follow up will be actively pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Product technical complaint (ptc) investigation and final assessment were received on 02-oct-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and has had the device removed. This event, seen as medical device removal, is serious due to required intervention and listed in the reference safety information for essure. If, after essure insertion, removal of the micro-insert is necessary, surgery may be required. In this particular case, very limited information has been provided. Although the exact reason for essure removal was not specified, considering its nature; company considers a causal relationship between the reported event and essure use cannot be excluded and due to the implied intervention this case was considered an incident. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No further follow up will be actively perused, since this case was identified during health authority website monitoring.